Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. A mitraclip xtw was implanted on a2/p2, but after deployment of the first clip, it opened from closed to approximately 60 degrees. The clip is stable on the leaflets. The mr was reduced to grade 3. Another clip was implanted to further reduce the mr; however, after grasping the leaflets, the pressure gradient increased to 6mmhg. The clip was stable on the leaflets. The physician was satisfied with the result and decided to deploy the clip. Mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.